Manufacturer narrative:
Requests for missing information were submitted on 01/08/2020. Lot number, expiration date and manufacture date are unknown.

Event description:
Per complaint (B)(4), implant failed to integrate. No patient impact was reported.